Event description:
It was reported that during a fistulogram procedure, a guide wire tip detachment occurred. The target location was the non tortuous and calcified left arm fistula. A 185cm journey guide wire was advanced thru the radial artery to the target location. A sterling balloon catheter was advanced over the journey guide wire and inflated to unknown atms. During withdrawal of the journey guide wire, a guide wire tip detachment was noted. The detached journey guide wire tip was located inside the 4f non bsc sheath and was successfully removed. The procedure was completed with the 4f non bsc sheath and a different device. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a fistulagram procedure, a guide wire tip detachment occurred. The target location was the non tortuous and calcified left arm fistula. A 185cm journey guide wire was advanced thru the radial artery to the target location. A sterling balloon catheter was advanced over the journey guide wire and inflated to unknown atms. During withdrawal of the journey guide wire, a guide wire tip detachment was noted. The detached journey guide wire tip was located inside the 4f non bsc sheath and was successfully removed. The procedure was completed with the 4f non bsc sheath and a different device. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the corewire was fractured near the distal edge of the inconel connector proximal from where the high torque sleeve meets the corewire. The fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the core wire at the fracture surface and the adjacent portions of the wire confirmed there was no evidence of any material or manufacturing deficiencies contributing to the fracture. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).